Event description:
Patient tested blood glucose on suspect device in morning and was 348 mg/dl. The patient increased insulin dosage due to suspect device reading. Later that evening, the patient went into convulsions due to low blood glucose. Emergency medical technician's were called and patient was given and intrevenous catheter. Glucose controls were tested and values were out of range.